Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was in the hospital on (B)(6) 2016 due to a low blood glucose level and because the insulin pump was delivering too much insulin. The customer stopped using the insulin pump since she was hospitalized three days ago. The meter stopped sending her blood glucose to the insulin pump. The customer's low blood glucose level was not reported but she treated it with food and glucose tablets. She was feeling tired, was thirsty, and sweating. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a shifted end cap sticker, a cracked case at the reservoir tube window corner, a cracked reservoir tube window and minor scratches on the lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test.